Event description:
The below report was received by health authority ansm (reference number: r2211044)) on 12-apr-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion medically important), dizziness ("dizziness"), headache ("headaches"), myalgia ("intense muscle pain"), pain in extremity ("left foot pain"), sciatica ("sciatica left leg"), memory impairment ("memory disorders"), tinnitus ("severe tinnitus") and depression ("depression"). It was unknown whether any action was taken with essure. At the time of the report, none of the outcomes for these events were known. No causality assessment was received for essure with regard to heavy menstrual bleeding, dizziness, headache, myalgia, pain in extremity, sciatica, memory impairment, tinnitus or depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-apr-2022. The most recent information was received on 27-apr-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion medically important), dizziness ("dizziness"), headache ("headaches"), myalgia ("intense muscle pain"), pain in extremity ("left foot pain"), sciatica ("sciatica left leg"), memory impairment ("memory disorders"), tinnitus ("severe tinnitus") and depression ("depression"). It was unknown whether any action was taken with essure. At the time of the report, none of the outcomes for these events were known. No causality assessment was received for essure with regard to heavy menstrual bleeding, dizziness, headache, myalgia, pain in extremity, sciatica, memory impairment, tinnitus or depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.